Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair. Device was evaluated by a third party.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The device was sent to a third party service center for evaluation. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issues.